Event description:
It was initially reported in 2004 that the user alleges the di-100 i.v. Administration set was defective. Info provided to MFR in 2004 indicated the weld of the drip chamber was open and co determined at this time that this was a reportable event.